Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. However, unit unable to communicate to bg meter, problem isolated to pcba2.

Event description:
Information received by medtronic indicated that the retainer ring had an issues no harm requiring medical intervention was reported. The customer's current pump is not having any issues with the retainer ring and the reservoir locks into place she is not feeling comfortable with using it, and does not feel safe with it, she is always looking at the reservoir ring to make sur that it does not have damage. The insulin pump will be returned for analysis.